Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: known inherent risk of a procedure (endoleak, migration); device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant are unknown. It was reported that the patient presented for a routine follow up and a CT scan found that the aortic neck had expanded to 23-24 mm and the bifurcated aneurx stent graft had migrated about 6 cm from the lowest renal. The cause of this event was due to disease progression. A proximal type I endoleak was present. No information could be found on when the patient was implanted or what size devices were implanted. The physician decided to implant an endurant aortic cuff, resolving the endoleak. The physician prophylactically implanted two endurant limbs which extended to the hypogastric arteries. No additional clinical sequelae were reported and the patient is fine.